Event description:
The tech alleged the bed had no functions, no alarm or manual functions and the battery led was on. No injury reported.

Manufacturer narrative:
The tech replaced the f17 and f18 fuses on the power control module to resolve the issue.